Manufacturer narrative:
H10: the lot number was provided; therefore, a lot history review was performed. The sample was returned to the manufacturer for evaluation. The investigation is confirmed for material separation but unconfirmed for the reported tip detachment issue.the root cause could not be determined based upon available information the device was labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code for the crosser cto recanalization catheters products are identified in d2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cre14s recanalization catheter allegedly experienced detachment of device and material separation. This information was received from one source. This malfunction involved one patient with no consequences. The weight of 70 year old male is 60 kgs.

Manufacturer narrative:
The lot number was provided; therefore, a lot history review will be performed. The sample was returned for evaluation and the investigation is currently underway. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cre14s recanalization catheter allegedly experienced detachment of device and material separation. This information was received from one source. This malfunction involved one patient with no consequences. The weight of (B)(6) year old male is (B)(6) kgs.